Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during an unspecified step of use. The home patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the care giver, explained the alarm to the care giver, assisted the care giver to end therapy, and advised the care giver to begin therapy again with all new supplies. The patient would possibly complete therapy with a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A visual inspection was performed on all returned sets with naked eye and (B)(4) microscope with the following issue noted: hole in solution bag connected to the last fill line. Functional tests were performed such as clamp function test, clear passage test, and device-device interaction testing with no issues noted. Leak testing was performed on the device with a hole noted in the solution bag connected to the last fill line. A short simulated therapy was performed with all solution bags and system error 2240 occurred during dwell four of five. A simulated therapy was performed without the leaking bag and no issues were noted. The problem was not verified against the disposable set. Should additional relevant information become available, a supplemental report will be submitted.